Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of pulmonary edema and a pericardial effusion, which required hospitalization. It should be noted that a lack of clinical follow-up precluded a more comprehensive medical assessment. The etiology of the serious adverse events is unknown; therefore, causality could not be established. The most prevalent causes of dialysis-associated pericarditis are inadequate dialysis and fluid overload. Additionally, fluid overload in peritoneal dialysis (pd) patients can manifest as generalized edema, pulmonary edema, and/or hypertension. Based on the limited information available, the liberty select cycler cannot be disassociated from having a possible causal or contributory role in the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse event(s). However, given the lack of clinical follow-up, no treatment records, no causality, no finalized diagnosis, and no manufacturer investigation of the suspect device, this liberty select cycler cannot be excluded from having a possible causal or contributory role in the serious adverse event(s) experienced by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient is in the hospital for fluid on the heart and lungs. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, discharge summary, hospital records, machine records) were unsuccessful.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient is in the hospital for fluid on the heart and lungs. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, discharge summary, hospital records, machine records) were unsuccessful.

Manufacturer narrative:
Additional information: d9, g4, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.